Event description:
It was reported that the tubing of a large volume intermate broke off past the slide clamp. There was no patient involvement, as this occurred before patient connection. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned as it was discarded; therefore, an evaluation could not be conducted. A batch review could not be performed as the provided lot number of 136021 was invalid. Should additional relevant information become available, a supplemental report will be submitted.